Event description:
It was reported that there was a button error. The blood glucose reading was not given. No further information was provided.

Manufacturer narrative:
The insulin pump had no button response due to moisture damage at the electronic assembly. No button error alarm was noted. The insulin pump was received with moisture damage at the motor assembly, cracked case at a display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.